Manufacturer narrative:
This report is based on information provided by philips remote service engineer (rse) and has been investigated by the philips complaint handling team. Remote support from the customer care solution center was received, during which a quote was provided for diagnostic service. Multiple attempts were made to request information regarding resolution of the reported problem. No response was received, so no information is available. This will be documented as a malfunction, the cause of which was not determined. The device remains at the customer site and no further evaluation is warranted at this time. Based on the information available there is insufficient information to confirm the reported problem. The rse provided a quote for diagnostic service, however, we are unable to confirm the final disposition of the device because the customer did not respond to requests for additional information. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened. Note that product number has been updated from medium switchless int pdl (m1743a) to efficia dfm100 defibrillator monitor (866199). H3 other text : remote support from the customer care solution center was received,

Manufacturer narrative:
Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete.

Event description:
It was reported the surgeon decided to shock a patient at 10 joules with the internal paddles. While delivering the shock, the defibrillator cancelled the shock twice. The set of internal paddles was changed with paddles which delivered the shock. The procedure was stopped and restarted. Although no direct adverse event to the patient or user was reported, we are considering this to be a serious injury due to a serious deterioration in the state of health of the patient because life-saving therapy/treatment may have been interrupted/delayed.